Event description:
It was reported that during a pacemaker changeout, the atrial lead alert warning had been triggered on the old device with high impedance. Lab testing shows ok impedance and threshold values. The atrial lead was left in place and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that during a device changeout procedure, the right atrial (ra) lead had no sensing. It was noted that the ra lead had been programmed off for several years. The patient also reported an auto accident a few years ago. No additional details were provided. The ra lead was capped and replaced.